Event description:
It was reported that customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Customer stated that she had been diagnosed with influenza and that may have contributed to the high blood glucose. Troubleshooting was performed and pump programming and function appeared to be normal.